Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, part: 413.016s, lot: l560528, manufacturing site: (B)(4), supplier: (B)(6) release to warehouse date: sep. 11, 2017. Expiry date: sep. 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a removal surgery due to annoying material under the skin clavicle plate /anterior hypertrophic callus. There were 3 screws cannot be removed / cold welds / mini fragment screw locked, the screwdriver broke at the top of the screw head, 2 screws small fragment locked, the screw thread is flat after the attempt to unscrew. The surgery was delayed 30-minutes. The patient outcome was ok. Concomitant devices reported: unknown extraction instrument (part# unknown; lot# unknown; quantity: 1). Unknown drill (part# unknown; lot# unknown; quantity: 1). This complaint involves eight (8) devices. This report is for (1) 3.5mm ti locking screw self-tapping 16mm. This report is 1 of 4 for (B)(4).

Event description:
This is report 1 of 7 for (B)(4).